Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective device replacement procedure, upper out of range pacing lead impedance and loss of capture were observed on the atrial lead. The physician proceeded to cap the lead. The patient was equipped with home monitoring. The patient condition was good and stable before and after procedure.